Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects reported in the article are captured under a separate medwatch report. Summarized patient outcomes/complications of amulet occluder were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, congestive heart failure, coronary artery disease, peripheral arterial disease, history of cerebrovascular accident/transient ischemic attack, and venous thromboembolism. Some of the complications reported were thrombus and peri-device leak. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "predictors of device related thrombus after left atrial appendage occlusion ¿ ted-f 2 score", was reviewed. The article presented a retrospective, single center study aimed to establish a clinical risk prediction model to identify patients at higher risk of device-related thrombus (drt) who would benefit from closer surveillance or extended antithrombotic treatment to prevent post-left atrial appendage occlusion (laao) stroke. Devices included in the study were watchman and amplatzer amulet. The article concluded that the authors propose a novel risk score to predict development of drt after laao comprising history of venous thromboembolism (vte), laa emptying velocity (laaev) =20 cm/s, implant depth >2 cm (1 point each) and atrial fibrillation (af) rhythm at implant (2 points). A ted-f2 risk score of =3 identified patients at greatly elevated risk of drt. [The primary and corresponding author was amit noheria, department of cardiovascular medicine, the university of kansas medical center, kansas city, kansas, with corresponding email: noheriaa@gmail.com]. The time frame of the study was from october 2016 to november 2022. A total of 104 patients were included in the study, 26 patients who were grouped in the drt group. Within the drt group, 1 patient received an abbott device. In the control group, it was not confirmed how many received an abbott device. In the drt group, the average age was 77.7 years and the majority gender was male. In the control group, the average age was 74.4 years and the majority gender was male. Comorbidities included hypertension, diabetes mellitus, congestive heart failure, coronary artery disease, peripheral arterial disease, history of cerebrovascular accident/transient ischemic attack, and venous thromboembolism.